Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the remaining insulin reading was showing more insulin than the amount showing in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: during investigation, a review of the pump¿s black box and history showed no evidence of a remaining insulin reading issue. No alarms or issues were observed during investigation. The pump correctly loaded and primed to 100 units. The pump was rewound and correctly loaded to 100 units. There was no defect found during investigation.